Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). The patient's deterioration was prior to the device being connected. Approximately 10 minutes later, the s1 reported a power failure but continued to ventilate. The humidifier was not in operation at the time. The employees noticed a smell of smoke, immediately unplugged the device, and alerted our alarm center. The ventilator was replaced with another one. No health consequences or impact occurred. The technician on site replaced ham-g5 power strip kit (ch) and the problem solved.

Event description:
Hamilton medical ag received the following event description: "at approximately 9:40 a.m., a patient's condition deteriorated and intubation, etc., was initiated. Approximately 10 minutes later, the s1 reported a power failure but continued to ventilate. The humidifier was not in operation at the time. The employees noticed a smell of smoke, immediately unplugged the device, and alerted our alarm center. The ventilator was replaced with another one. The patient was not harmed. An on-site inspection revealed a short circuit in the ac plug. After replacing the ham-g5 power strip kit (ch), the fault was rectified and the device was reactivated after calibration and inspection.